Manufacturer narrative:
On 7/9/2019, it was reported to mentor that the date of explantation will be (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the serial number was 6424288-017, lot number was 6424288. The product location was left side. The patient experienced breast mass and ptosis. The affected product is a saline mentor smooth round high profile 330cc , catalog number 3503330. A manufacturing record evaluation was performed for the finished device 6424288 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 18, 2024. The patient had a biopsy and drainage performed. Explant is planned for (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation/breast mass manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 9, 2024. In addition to the left sided issues reported initially, the patient experienced right sided deflation. This report relates to the left prosthesis. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on may 30, 2024. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 27, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and two tears were noted on the anterior view measuring approximately 0.3 cm and 0.2 cm, respectively. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant medical products: a saline mentor smooth round high profile 330cc, catalog number 3503330, serial number (B)(4), lot number 6424288. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 330cc and experienced right breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.